Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. After pre-dilation the physician attempted to reach the lesion in the proximal left anterior descending artery (lad) with a taxus express2 2.75 x 28 mm stent. However, the stent could not cross the lesion. Upon withdrawing the taxus stent from the guide catheter, the physician noticed that the distal end of the stent appeared not well crimped to the stent delivery device. No patient complication or injury was reported. The procedure was successfully completed using a bare metal stent. Patient status is reported to be "satisfactory/good."